Manufacturer narrative:
Date sent to FDA: 9/4/2020. Additional h6 patient code: 1750. Additional information: additional b5 narrative: it was reported that the patient underwent mesh excision on 6/18/2018 due to recurrent stress incontinence, hematuria, pain and mesh erosion.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted, due to her stress urinary incontinence. It was reported that the patient underwent revision surgery on (B)(6) 2018. No additional information was provided.